Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged blank display, cosmetic damage(cracked battery compartment), damaged battery cap, and failed battery test alarm found on (B)(6) 2021. No blank display noted during testing. Unit received with no battery cap, therefore cannot determine if battery cap is cracked/damaged. Unit received was properly tested using a test battery cap. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The following were noted during visual inspection: pillowing keypad overlay, cracked case on corner of belt clip rails, cracked case on battery tube, faded serial number label, cracked battery tube threads, and cracked case above arrow and battery icon. In further full review in the pump history found failed battery test alarm on the event date of (B)(6) 2021 at 16:46:45, 16:47:56, 16:54:24, 16:58:07, and 17:08:00; also, found: low battery alarm: on (B)(6) 2021 at 14:30:01. Power loss alarm: on (B)(6) 2021 at 17:09:19 and 17:09:30. Insert battery alarm: on (B)(6) 2021 at 16:46:12, 16:46:55, 16:48:04, 16:54:34, and 16:58:09. Pump passed self test, active current measurement and displacement test, however failed the sleep current measurement. No unexpected failed battery test, low battery, power loss, and insert battery alarms during testing. In summary, customer allegation of blank display not confirmed. Unable to verify battery cap damage due to missing original battery cap. Customer allegation for cosmetic damage (cracked battery compartment) was confirmed during visual inspection where cracked case on corner of belt clip rails, cracked case on battery tube, and cracked battery tube threads was noted. Customer alleged for failed battery test alarm was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated h9: 2032227-060322-002-c. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated they were having issues with the pump rejecting batteries and was completely turned off. The battery compartment was cracked. The contacts on battery cap were damaged. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.